Event description:
Reporter noted tuning error message during surgery. Changed handpiece, tip and port with no improvement. Aborted case and transferred pt to another facility to complete case that day. Pt is recovering well.